Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she had a seizure, a hypoglycemic event, due to low blood glucose, the ems was called. Customer was treated with IV and did not go to the hospital. Customer's blood glucose was unknown. Customer's blood glucose at time of call was 172 mg/dl. Customer mentioned she had been stressed. During troubleshooting, found customer did not rewind. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.